Event description:
During a non-clinical activity, the user reported the probe was broken. The user reported the device may have been damaged by housekeeping. No other details regarding the nature of the event were provided. Since the event occurred during non-clinical, there was no patient involvement during this event.